Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing at the user facility the device had a check cassette error. There was no indication of a reportable malfunction. However, during verification testing at the service center it was found the device alarmed with a check cassette p service alarm code and proximal pressure sensor calibration drift. Was noted.

Manufacturer narrative:
During verification testing at the service center pressure sensor calibration drift was noted this was found to be due to damaged wires on the pressure sensor assembly. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.